Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date and was implanted with competitor products. Subsequently, patient was revised on (B)(6) 2006 due to unknown reasons. During the procedure, a biomet femoral stem and modular head were implanted. Patient was revised again on (B)(6) 2015 due to chronic dislocation. The biomet head and competitor acetabular liner were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."